Manufacturer narrative:
The explanted lens was returned to bausch + lomb. Visual inspection found both haptics were bent. The cause of damage could not be determined. Functional and dimensional testing could not be performed due the damage. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that during insertion of the lens into the patient¿s right eye, the haptic tore the capsular bag. The lens was removed and a vitrectomy procedure was performed. A backup lens of the same model and different diopter was then placed intraoperatively. Reportedly, the patient is doing fine post procedure with normal recovery.